Event description:
A patient underwent a procedure for removal of hardware due to breakage of the screws at the taper of the screw neck in 2006. The date of implantation of the hardware was 2005. Upon removal of the hardware, it was noted that the patients spine was fused and no other hardware was implanted.